Manufacturer narrative:
The "date of this report" and the "date received by MFR¿ provided in the initial report were incorrect. The correct dates have been provided in this report.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass and cracked reservoir tube lip.

Event description:
It was reported that the display was cracked. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.